Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. Returned unit passed all specific functional testing requirements. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the round teeth of the mayfield composite series base (a3101) was tightened with the black knob it slipped with the patient's head in there. It is unknown if the device failure led to patient injury or surgical delay. Additional information has been requested.